Manufacturer narrative:
The reported events were helix mechanism issue and operation issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was reported that helix could not be operated and could not be retracted. The lead was replaced with new lead as a result. There were no patient consequences.